Manufacturer narrative:
(B)(4). The device was not returned for analysis so a visual inspection was not performed. The investigation was unable to determine a conclusive cause for the reported difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that while unpackaging and prepping a 7.0 x 40mm x 135cm armada 35 balloon dilatation catheter (bdc) per the instructions for use, the protective balloon sheath was very difficult to remove. Force was applied to remove the sheath. The bdc was then advanced to an unspecified vessel without resistance. During the 1st inflation to 3 atmospheres, the balloon ruptured. The bdc was withdrawn without difficulty. There were no adverse patient effects and no occurrence of a clinically significant delay. A new unspecified balloon was used to complete dilatation. No additional information was provided.